Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, frequency and uti.

Manufacturer narrative:
It was reported that the patient concurrently underwent posterior colporrhaphy.

Event description:
It was reported that the patient concurrently underwent posterior colporrhaphy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, stress urinary incontinence and a mesh was implanted. It was reported that after implantation patient experienced dyspareunia, neuromuscular problems and odorous urine. It was reported that patient underwent mesh revision in 2004 due to pain and had mesh explanted on (B)(6) 2012 due to pain, recurrence of stress urinary incontinence and infection.(B)(4).